Event description:
It was reported that after induction of labor, it was noticed that the duo-ripe left an indentation on a baby's head along with a small wound. This is still visible (scarring) after 6 weeks. They believe the balloon was left in place for 21 hours (despite the IFU stating not to leave in longer than 12 hours). Small scar still remaining 6 weeks after birth. Duoripe j-crbs-184000 2026-06-0000313.

Manufacturer narrative:
G2: foreign: united kingdom. Device location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted.